Manufacturer narrative:
No additional information has been received. The embolization coil was remain implanted in the patient. Two ancillary detachment controllers were returned for analysis and their evaluation is completed. Investigation findings: two controllers were returned for evaluation. The investigation found that one controller was functioning normally, while the other had low battery voltages. Investigation conclusion: the investigation found that one of the returned controllers had two batteries with insufficient power. However, per the event description, the leds on both controllers lit up during use, but the controller found with the battery issue did not light up during the investigation. Multiple uses of this controller might have caused the batteries to drain, or it could be due to battery aging. As such, the investigation could not determine if the batteries experienced an issue at the time of the reported event. The other controller was found to function normally and would not have caused or contributed to the reported complaint. The coil system used with the controllers during the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during an embolization of a left internal iliac, when the embolization coil was ready to be deployed, the detachment controller light cycle was faulty and gave red light when attempted to detach the coil. A second controller was opened and used but would stay green with no cycle and no audible sound. After about 4-5 failed attempts, the physician started to pull the pusher wire back and noted the coil had already detached. Reportedly, this issue never happened again with the controller during the completion of the case, which used 15 coils. The detached coil was placed in intended location and the procedure was completed successfully. The patient left in stable condition.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was implanted in the patient; however, the ancillary detachment controllers were returned for analysis and their evaluation not complete. Therefore, the alleged product issue cannot be confirmed at this time. A supplemental report will be submitted at the conclusion of investigation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.